Event description:
Information was obtained from healthcare professional via manufacturer representative regarding inserters used for spinal therapy. It was stated that neither of the head inserters would appropriately squeeze to pick up a tulip head. No patient was involved in this event. No further complications were reported as a result of this event. Additional information received stating that the event occurred intra-operatively when the patient was at back table (initial setup). The procedure being performed was transforaminal lumbar interbody fusion(tlif).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.